Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a site visit by bd representatives, a concurrent flow on a paclitaxel IV bag of 250ml was observed. The nurse lowered the primary on a 3rd hanger with effect of stopping the concurrent flow, allowing the paclitaxel to finish on time. There was patient involvement but no harm. Per report, no sample available for investigation and no further information available.

Event description:
It was reported that during a site visit by bd representatives, a concurrent flow on a paclitaxel IV bag of 250ml was observed. The nurse lowered the primary on a 3rd hanger with effect of stopping the concurrent flow, allowing the paclitaxel to finish on time. There was patient involvement but no harm. Per report, no sample available for investigation and no further information available.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.